Manufacturer narrative:
(B)(4).

Event description:
The patient had a MRI. The pump was interrogated approximately 1 hour after the procedure and a pump motor stall was noted in the event logs with no motor stall recovery recorded. They planned to continue to recheck the pump logs. Additional information has been requested, a follow-up report will be sent if additional information becomes available.